Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that initial (B)(6) results for architect hiv ag/ab combo (B)(6) were generated for a patient sample. When the sample was retested, all results were (B)(6). The sample tested (B)(6) for all assays at another laboratory using the architect method and immunoblot. Field service was dispatched and resolved the issue by replacing the wash zone valves on the architect i2000sr analyzer. No adverse impact to patient management was reported.

Manufacturer narrative:
The serial number of the analyzer was corrected from sn (B)(4) to sn (B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Manufacturing documentation of the affected instrument serial number has been reviewed and no contributing factors to the complaint could be identified. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the valve, manifold kit (part number 7-77612-03) and the syringe (part number 7-77650-06). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.